Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd optima injector experienced a loose injector or separation of injector and mating component. Product defect was noted during use. The following information was provided by the initial reporter: event description: reports of injector/connector coming apart. When using the clamp properly it holds them together. Would like to know what bd is doing to fix the disconnect problem as they believe the clamp is a band aid for this problem. Patients at home report the clamp spontaneously comes apart around 24 hours and they can¿t reconnect the clamp. I instructed on how to pull back the level on the clamp but they don¿t think this is a fix to the problem and said their patients can¿t be expected to do this. Product verified to be optima.

Event description:
It was reported that an unspecified number of an unspecifed bd optima injector experienced a loose injector or separation of injector and mating component. Product defect was noted during use. The following information was provided by the initial reporter: event description: reports of injector/connector coming apart. When using the clamp properly it holds them together. Would like to know what bd is doing to fix the disconnect problem as they believe the clamp is a band aid for this problem. Patients at home report the clamp spontaneously comes apart around 24 hours and they can¿t reconnect the clamp. I instructed on how to pull back the level on the clamp but they don¿t think this is a fix to the problem and said their patients can¿t be expected to do this. Product verified to be optima.

Manufacturer narrative:
H.6. Investigation summary : no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.